Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 464 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to rewind the pump. Customer reviewed alarm history and found 1 motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 464 mg/dl. The customer was treated for high blood glucose with shots. Customer was offered to troubleshoot for high blood glucose but declined.

Manufacturer narrative:
The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and it passed the motor test. The pump passed the self test, unexpected restart and all operating current tests. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.